Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd phaseal¿ injector luer lock n35j there was needle exposure - defective injector. This event 3 times. The following information was provided by the initial reporter. The customer stated: "the needle of the injector was exposed in several cases."

Event description:
It was reported when using the bd phaseal¿ injector luer lock n35j there was needle exposure - defective injector. This event 3 times. The following information was provided by the initial reporter. The customer stated: "the needle of the injector was exposed in several cases."

Manufacturer narrative:
H.6. Investigation: four injector and four pictures was provided to our quality team for investigation. Upon visual inspection, the rotations stops were broken, wings of the piston are observed to be damaged, and the grips of the safety sleeve are damaged and moved from their proper position causing the needle to be exposed. A device history review was performed for reported lot 2009008, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The injector and connector have a specific orientation for alignment that must be followed for proper engagement of the device. If misaligned, this can create damage to the device as observed on the returned product. If the grips of the safety sleeve become dislocated, the injector is activated causing needle exposure. Ased on our investigation and evaluation of the product, it was determined this issue likely occurred as a result of improper activation/deactivation. H3 other text : see h.10.